Manufacturer narrative:
Initial.

Event description:
It was reported that a missed meal announcement while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) led to hyperglycemia, with a highest cgm reading of 365 mg/dl and a duration of approximately 3 hours; insulin delivery troubleshooting found the teflon abdomen infusion set and pump connections functioning as expected, and education on meal announcement and low blood glucose protocol was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem related to improper or incorrect procedure, and the involvement of the user interface and user interaction. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event. The cgm value was trending downward at the end of the call and continued monitoring was advised.